Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan was explanted due to mechanical issues / faulty.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. A partial separation within abrasion was noted on the pump inlet tube near the strain relief and the reservoir inlet tube near the strain relief. Testing revealed these were not sites of leakage. Abrasion was noted on the exhaust tubing of the pump and cylinder 2. No visual or functional abnormalities were noted with cylinder 1, 2, pump or reservoir. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Because the available information did not indicate what factors may have contributed to the reported "mechanical issues / faulty", and because no functional abnormalities were noted with the returned components, quality cannot determine the cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.